Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that the proximal conductor was distorted, the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the right ventricular lead was not properly fixated in the right ventricle. Upon fluoroscopic imaging prior to lead replacement, the lead was found to be in the right atrium. During the lead revision, the lead was found to have an insulation breach. It was also reported that there the distal tip was damaged upon removal. The lead was explanted and replaced. No patient complications have been reported as a result of this event.